Event description:
It was reported the stent inside the package was labeled the incorrect size. An eluvia drug-eluting vascular stent system was selected to treat severe stenosis of the superficial femoral artery (sfa). The physician found the stent was labeled 120cm in length, however, the actual stent measure only 100cm in length. The physician noted this while advancing the stent inside the patient. The stent was successfully deployed. Another stent was not required as the target lesion was sufficiently covered by an 6-120 eluvia device which was used first.